Manufacturer narrative:
This supplemental is being filed to correct the entry in b5: describe event or problem, h6: device codes and b1: adverse event/product problem this supplemental report was created to correct the model of the device from 4379 to 4473. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Moreover, when the right atrial (ra) lead was removed, the lead was visually inspected, and it was noted that the exposed part of the screw was short. It could not be confirmed under fluoroscopy whether the tip of the lead remained in the patient's body. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental is being filed to correct the entry in b5: describe event or problem, h6: device codes and b1: adverse event/product problem this supplemental report was created to correct the model of the device from 4379 to 4473. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Additionally, when the tip of this lead was visually inspected, this lead was suspected that the exposed part of the screw was short. This lead was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to correct the model of the device from 4379 to 4473.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.